Event description:
It was reported that the right ventricular lead's impedance from right ventricular (rv) coil to superior vena cava (svc) and can had dropped down and remains low. The rv coil to can impedance measurement is stable. Therefore, the lead remains in use with the svccoil turned off for shocking, leaving the hv (high voltage) pathway as rv coil to can. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 1888tc52 competitor implantable pacing lead. 210736 competitor implantable pulse generator: (B)(6) 2009. (B)(4).